Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. The landing zone was measured as 17-20mm on transesophageal echocardiogram (tee). During the procedure, tee was used. The left atrial pressure was above 12mmhg. The close criteria were satisfied, and a tension test was performed. The device showed a roman helmet compression, and there was no leak around the device. After the device was released from the cable, the amulet embolized to the left ventricle just beyond the mitral valve but got stuck in the chordae. When the device became stuck in the chordae, the patient started to get a lot of ventricular ectopy and eventually went into complete heart block, at which point a temporary pacemaker wire was implanted. The patient also had low blood pressure. The device was retrieved via percutaneous retrieval. After the procedure, there was mitral regurgitation, and no treatment was provided. A permanent pacemaker was later implanted. The patient was reported to be discharged and recovering.

Event description:
N/a.

Manufacturer narrative:
An event of device embolization and complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that the device showed a roman helmet compression, and there was no leak around the device after implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported device embolization appears to be related to procedural conditions (mis-sizing the device). The reported patient effects arrhythmia could not be determined. It is possible that it was related to device embolized; however, this cannot be confirmed. The reported surgical intervention and unexpected medical intervention was a result of case-specific circumstances as permanent pacemaker was implanted.